Event description:
It was reported that bd ext extension set with microclave nfc leaked at connection. The following information was provided by the initial reporter: the IV extension tubing leaked from the connection point where the extension tubing enters the IV base/hub, IV fluid and blood spilled on patient and bed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on xx jan 2024. Medwatch report is (B)(4).

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.